Manufacturer narrative:
The associated complaint device was returned and evaluated. Evidence of wear was observed on the superior and inferior surfaces of the journey articular insert. There were signs of damage on the posterior region of the post. The tibial baseplate was not returned; therefore no further analysis could be conducted. There were no materials or manufacturing deviations noted in this lab analysis. A review of complaint history revealed no additional complaints for the listed batch. A review of the manufacturing records did not reveal any material or manufacturing deviations that could have caused or contributed to the reported incident. No clinical supportive documents have been provided for inclusion in this investigation. The future impact to the patient beyond the procedure cannot be determined. No further clinical/medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported a revision surgery was performed due to knee luxation. Surgeon implanted a new insert.